Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the control board was found to be defective and was replaced. (B)(4).

Event description:
On (B)(6) 2014 at the (B)(6) hospital in st.louis mo it was reported that smoke was observed coming from the rotaflow console serial number (B)(4).